Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of myocardial infarction and death. The patient¿s pdrn reported the patient¿s primary cause of death was a myocardial infarction, secondary to several cardiac comorbid conditions (specifics not provided). The pdrn confirmed the patient was undergoing ccpd therapy when the patient expired; however, the pdrn stated the patient¿s death was unrelated to the utilization of any fresenius device(s) and/or product(s). Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating the serious adverse events were related to a fresenius device(s) and/or product(s).

Event description:
A pdrn reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2022. Upon follow up the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2022 due to a myocardial infarction. It was reported that the patient had a significant history of cardiac disease, was under the care of a cardiologist; however the patient¿s passing was unexpected. The patient was discovered in the morning and emergency medical services (ems) were contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was apparent the patient had expired several hours prior. Ems transported the patient¿s body to the hospital, where they were pronounced dead. The pdrn reviewed the patient¿s treatment log and found no issues during the patient¿s last ccpd treatment (completed). The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, death certificate, treatment data) was requested, however the pdrn reported they were unavailable.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burs or sharp edges in the cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A pdrn reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2022. Upon follow up the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2022 due to a myocardial infarction. It was reported that the patient had a significant history of cardiac disease, was under the care of a cardiologist; however the patient¿s passing was unexpected. The patient was discovered in the morning and emergency medical services (ems) were contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was apparent the patient had expired several hours prior. Ems transported the patient¿s body to the hospital, where they were pronounced dead. The pdrn reviewed the patient¿s treatment log and found no issues during the patient¿s last ccpd treatment (completed). The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, death certificate, treatment data) was requested, however the pdrn reported they were unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A pdrn reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2022. Upon follow up the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2022 due to a myocardial infarction. It was reported that the patient had a significant history of cardiac disease, was under the care of a cardiologist; however the patient¿s passing was unexpected. The patient was discovered in the morning and emergency medical services (ems) were contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was apparent the patient had expired several hours prior. Ems transported the patient¿s body to the hospital, where they were pronounced dead. The pdrn reviewed the patient¿s treatment log and found no issues during the patient¿s last ccpd treatment (completed). The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, death certificate, treatment data) was requested, however the pdrn reported they were unavailable.